Event description:
On (B)(6) 2016, mr. (B)(6) underwent bilateral total knee replacements by implanting surgeon, dr. (B)(6) with cardinal health arthroplasty bone cement. On (B)(6) 2017, mr. (B)(6) to undergo a right-sided revision surgery due to aseptic loosening of his artificial knee components. Similarly, on (B)(6) 2018, mr. (B)(6) undergo a left-sided revision surgery due to aseptic loosening of his artificial knee components. No x-rays are available. No further information have been provided.